Event description:
It was reported that the surgeon has seen crossed or misaligned "ligaclips." No device was returned. It was not certain whether the events were previously reported and the number of incidents was not provided. Additional information was requested, but no additional information was available. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
No device was returned to the manufacturer for evaluation.